Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone cal that the insulin pump alarmed for a failed battery test. The blood glucose reading was 200 mg/dl. The customer had already used a replacement battery cap, and it did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification and was monitored and no off no power anomalies, weak battery alarms or failed battery test noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.